Event description:
The customer questioned an architect troponin-I result of 0.49 ng/ml for one patient. The same sample was immediately retested generating a result of 0.01 ng/ml. The customer uses the following ranges: <0.04 is normal, 0.05 - 0.09 ng/ml is grayzone (redraw of patient in 4 hours), and >/= 0.1 ng/ml is elevated. The initial result was elevated and the retest result was normal. No adverse impact to patient management was reported.

Manufacturer narrative:
Customer complaint data was reviewed. This data review did not identify any problematic complaint activity that would indicate the product is performing contrary to its claims. To evaluate the assay's performance, an internal troponin-I panel was tested with reagent lot, 20768un11. All of the materials utilized in testing were stored and maintained at abbott laboratories. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel was within specification, which demonstrates that the assay can accurately detect a known concentration of troponin-I. The labeling review performed concluded that there is sufficient guidelines and information. Although an exact cause of the results the customer observed could not be identified, accuracy testing indicates the assay is performing acceptably. Based on the results of this investigation, the architect stat troponin-I assay is performing as intended and no additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).